Manufacturer narrative:
No additional information was available. The device was evaluated, and the reported issue was confirmed. The color tone of the image was abnormal due to a malfunction of the imaging unit (charge-coupled device). (The image is only magenta or green). There were scratches on the bending section cover due to external factors. The bending section cover adhesive was missing. The vent metal on the light guide connector was loose due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, the endoeye flex deflectable videoscope presented only green and pink colors on the monitor. A few days prior, a green and pink line appeared at the bottom of the monitor for a few days, but the cause was unknown, and the image was at a level that could be confirmed (visible). The intended procedure was completed with a five (5) millimeters camera. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit or a problem with the board inside the video connector. Olympus will continue to monitor field performance for this device.